Manufacturer narrative:
Submit date: 8/17/2017.

Event description:
The customer states that there was an issue with the enteral feeding pump. The pump had an intermittent blank display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of blank display. The unit was triaged; the display had a small section of faded display where it shows feed rate. The device was opened and the flex strip to the lcd was reseated, this solved the faded screen. The device was then put through recertification which it passed, giving no errors. The device then ran at 125ml/hr for the next 16 hours with no faults found. The display worked properly during this time. The device was power cycled 20 times with the display functioning properly each time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.